Event description:
It was reported that during a labral repair the suture didn't lock into the anchor. The suture kept loosening as the doctor tightened it. Surgeon had to use arthrex push locks to complete the case. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not made available.